Event description:
The customer reported that the device unexpectedly shut down during the delivery of therapy. A second device was used to deliver successful therapy to the pt. There was no adverse impact to the pt.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.